Manufacturer narrative:
An event regarding altr and a accolade stem was reported. The event was confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the available medical records document a clear case of altr (adverse local tissue reactions) due to metallic debris:" "there is undoubtedly taper corrosion pathology between the trunnion of the accolade tmzf stem and femoral head but the cause remains unknown." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records concluded "a review of the provided medical records by a clinical consultant indicated: "there is undoubtedly taper corrosion pathology between the trunnion of the accolade tmzf stem and femoral head but the cause remains unknown." The exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right hip was revised due to pain and elevated cobalt (20.4) and chromium (3.0) levels. During procedure, surgeon reported extensive corrosion on the head and the head/ trunnion junction as well as extensive pseudo-tumor. Examination and operative notes provided by the rep identify destruction of the right hip abductor mechanism, greater trochanteric erosion and weakness and "significantly apparent osteolysis in proximal aspect" of the greater trochanter, lytic destruction. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that patient's right hip was revised due to pain and elevated cobalt (20.4) and chromium (3.0) levels. During procedure, surgeon reported extensive corrosion on the head and the head/ trunnion junction as well as extensive pseudo-tumor. Examination and operative notes provided by the rep identify destruction of the right hip abductor mechanism, greater trochanteric erosion and weakness and "significantly apparent osteolysis in proximal aspect" of the greater trochanter, lytic destruction. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.